Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Patient information was requested and the customer could not provide information.